Event description:
It was reported that this pacemaker exhibited farfield oversensing, that resulted in inappropriate stored atrial tachy response (atr) episodes. The health care professional (hcp) requested technical services (ts) to review the episodes and noted the device oversensed the r-waves in the atrial channel presented in the electrogram (egm). No adverse patient effects were reported. This pacemaker remains in service.